Manufacturer narrative:
Please note that the patient was down for approximately 2 hours prior to ems arrival and return of spontaneous circulation (rosc) was never achieved with either methods of compressions (manual or mechanical). Additionally, EKG taken prior to autopulse deployment showed that the patient was asystolic. Survival rates in cardiac arrest patients with asystole are extremely low. Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed.

Event description:
Customer received a call regarding a (B)(6), female, weighing (B)(6) kilograms in cardiac arrest. The arrest was unwitnessed and occurred inside the patient's bedroom at the family's place of residence. The patient was down for approximately 2 hours prior to ems arrival. Bystander CPR was not performed. An EKG was performed and the results indicated that the patient was asystole for the entirety of the code. Advanced life support (als) medications were administered to the patient, including four 1mg doses at 1:10,000 ratio of epinephrine and 50 mg of sodium bicarbonate with no response. The autopulse was deployed without any issues. The platform performed approximately 15-20 compressions, stopped and then displayed a user advisory 19 (max applied load exceeded) message. The autopulse was turned off and then restarted. The crew began manual CPR (exact length of time was not provided) while the battery was changed. The lifeband was reset and the platform was restarted. The autopulse performed another 5-10 compressions, but then stopped again. The crew immediately reverted to the lucas device and used it for approximately 11 minutes before pronouncing the patient dead in the field. Return of spontaneous circulation (rosc) was never achieved. The exact cause of death is unknown. Customer indicated that there is no reason to believe that the patient's death was attributed to the autopulse stoppage. The patient had an extensive medical history including a congenital disease most likely muscular dystrophy, which confined the patient to a bed and ventilator with a stoma. Family indicated that they had checked on the patient 2 hours prior and she appeared to be fine. When the family found the patient, her oxygen tank was out or not working; however, her normal setting was only at 2l/min. The patient's ventilator was working fine. No further information was provided.